Event description:
During the transfer of a pt from ICU to surgery, the iabp unit separated from the base assembly and fell over onto the floor, causing the display to blank out. The latch is located in the lower power cord storage compartment. The latch is not labeled and is easily unlocked by movement of the power cord as it is stored and retrieved from this compartment the iabp is designed for transport purposes. But rptr's concern that the design should be improved to prevent any potential life threatening incidents.